Event description:
It was reported that the asymptomatic patient presented for in clinic follow-up with recorded episode of high ventricular rate stored by the device. The episodes were caused by over-sensed noise exhibited by the right ventricular lead. Noise was unable to be reproduced, and no interventions were made.